Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an increase of pain and no stimulation sensation. The loss of stimulation appeared suddenly; it occurred the night before the report to the manufacturer. There was no known incident or accident associated to the complaint. The implantable neurostimulator was turned on and the amplitude was increased to maximum levels. The pt continued to feel no stimulation. The field rep was notified. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.